Manufacturer narrative:
(B)(4).

Event description:
The customer called and stated that they had an erroneous 25-hydroxy vitamin d (vitamin d) on (B)(6) 2016 that was reported to the physician. The customer discovered this when they performed a new lot correlation on (B)(6) 2016 and tested the sample on the new lot of vitamin d reagent. The original vitamin d result was 35.8 ng/ml and the repeat was 15.25 ng/ml. The customer initially informed the field service representative who asked that they call the issue in. The customer could not supply the patient's current condition. The customer stated it was unknown if there was any adverse event. The vitamin d reagent lot number is 18990600, expiration 12/31/2016. It was determined that the root cause was a damaged sipper probe. The sipper probe was replaced and the alignment was checked. The customer then performed successful calibration, quality control, and patient samples. The field service representative did performance testing with all of the values within specification. The issue was not reproduced.